Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Mitral regurgitation (mr) and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. Based on the available information, a cause for the reported incomplete coaptation could not be determined. The poor image resolution appears to be due to procedural conditions. The reported mitral valve insufficiency/regurgitation (recurrent mr) and dyspnea (no treatment) appear to be cascading effects of the slda. The reported hospitalization or prolonged hospitalization is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed in (B)(6) 2020 to treat degenerative mitral regurgitation (mr). Imaging was challenging due to shadowing. Two clips (00212u152 and 00212u130) were implanted, reducing mr from 4 to 2. On (B)(6) 2021, the patient was hospitalized with dyspnea. Echocardiogram was performed, mr increased to 3+. One of the clips detached from the posterior leaflet and remained attached to the anterior leaflet (slda). It is unknown which clip had the slda. The patient will be referred to surgery. No additional information was provided.